Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 58-year-old male with acute myocardial infarction was supported with an impella cp via right femoral percutaneous arterial access. Approximately 1¿2 hours prior to the event, bedside ultrasound identified the device positioned in the aortic root; it was subsequently repositioned under physician guidance to 3.5 cm past the aortic valve without complication, and no ventricular tachycardia or hemolysis was observed post-repositioning. Shortly thereafter, the patient developed polymorphic ventricular tachycardia arrest with mean arterial pressures in the 50s while on p6 support and was found pulseless. The patient was successfully defibrillated with one 200j shock, resulting in return to sinus rhythm, and was treated with amiodarone 300 mg IV push and magnesium 4 mg. The patient remained stable in normal sinus rhythm, and the event resolved without sequelae (06 dec 2024¿07 dec 2024). On (B)(6) 2024, the patient was noted to have absent pulses in the right lower extremity, consistent with acute limb ischemia. The physician was notified, and anticoagulation was held in preparation for device removal. The impella cp was explanted at 10:15 am with cath lab staff present; the procedure was tolerated well with stable vital signs, no bleeding or hematoma, and restoration of pulses in the affected extremity following removal. The patient recovered without sequelae. A causal relationship to device positioning and patient-device interaction cannot be excluded; however, the events were managed without lasting injury. The reported ischemia may be influenced by patient specific factors such as underlying critical illness, hemodynamic instability, and vascular access characteristics.